Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was a safety shield failure. The following information was provided by the initial reporter: safety mechanism came off. The cover of the eclipse safety needle came off when the needle was being closed after sampling. After use.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was a safety shield failure. The following information was provided by the initial reporter: safety mechanism came off. The cover of the eclipse safety needle came off when the needle was being closed after sampling. After use.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."